Event description:
The report received from the study indicated that approximately four (4) months after the index procedure the patient had routine angiography done followed by an angiographically driven re-percutaneous coronary intervention (re-pci). There was no evidence of myocardial infarction reported. The patient had two cypher select plus 3.5 x 33 mm stents implanted in the proximal right coronary artery (rca) in overlapping fashion during the index procedure. Stent #1 (lot # 13235100) had an 80% focal in-stent restenosis (isr) of less than ten mm in length (<10mm). Stent #2 (lot# 13227620) had a 60% focal in-stent restenosis (isr) of less than ten mm in length (<10mm). The restenotic lesions were treated by balloon angioplasty only. No additional information is available.

Manufacturer narrative:
The indication for the index procedure was a previous non-q wave myocardial infarction (mi). The patient was found to have one-vessel disease and had one lesion treated during the index procedure. No staged procedure was planned. The target lesion for the procedure was the proximal rca. The lesion was reported to be: de novo, an 80% stenosis, 60 mm in length, not ostial, irregular, with little or no calcium and type b2. The lesion was not pre-dilated. Two cypher select plus 3.5 x 33 mm stents implanted at 16 atm in overlapping fashion. The stents were not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was not provided. The patient was discharged the day after the procedure. A patient phone contact in follow-up at the one-month period indicated the patient had angina, was continuing his medical regimen, had no new surgical procedures. The pt was discharged the day after the procedure . A pt phone contact in follow-up at the six-month period indicated the pt had angina, was continuing his medical regimen, had no new surgical procedures but had a re-pci. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-00542 and # 9616099-2008-00543.